Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and became septic. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. The treatment and outcome were not reported. Approximately, a month after the onset, the patient transitioned to hemodialysis. No additional information is available.